Manufacturer narrative:
510k: this report is for an unknown zero-p spacer/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: gao, x. Et al (2019), a comparison of cervical disc arthroplasty and anterior cervical discectomy and fusion in patients with two-level cervical degenerative disc disease: 5-year follow-up, world neurosurgery, pages e1083-e1089 (china). The aim of this article is to present a long-term clinical and radiographic comparison between the prestige lp cervical disc replacement and the zero-p spacer cervical disc fusion in the treatment of patients with symptomatic 2-level cervical degenerative disease. Between may 2009 to july 2018, a total of 60 patients (37 male and 23 female) with a mean age of 57.1 years (range, 39-74 years) were included in the study. These patients were divided into 2 groups, the first group were treated with cervical disc arthroplasty (cda), consisted of 24 patients (15 male and 9 female). The other group were treated with anterior cervical discectomy and fusion (acdf), consisted of 36 patients (22 male and 14 female). The mean duration of follow-up was 65.6 months. Complications were reported as follows: 8 patients from the acdf group were observed to have adjacent segment degeneration (asd). This report is for a zero-p spacer (depuy synthes spine, (B)(4) USA). This is report 1 of 1 for (B)(4).